Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found a leak through tubing at pinch valve pv37. The fse replaced the tubing and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak underneath the lh500 instrument. The customer was running a cleaning cycle when the leak was noticed. The volume of the leak was about 5 milliliters and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event.